Event description:
It was reported that the customer was attempting to bolus but the keypad was not responding. The customer's blood glucose was 302 mg/dl. The customer had experienced the issue before, and the insulin pump worked fine again after removing the battery. However, the customer was unable to resolve the keypad issues this time. The customer stated that the insulin pump did fall out of his pocket earlier but that the fall was not very far. Advised the insulin pump needed to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement insulin pump would be sent. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. The insulin pump has minor scratched lcd window, cracked case at display window corner and cracked reservoir tube lip.